Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report a potential inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(6) 2015. Patient's wife did not provide any specific information related to inaccuracies. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).